Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
Additional information: additional procedure information received.

Event description:
Medtronic received information that there was a reported delay of 10 minutes due to reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries in the uninterruptible power supply (ups) of the viewing station were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the viewing station of the imaging system monitor would intermittently lose signal. The viewing station of the imaging system was restarted to restore functionality. The reported issue occurred while transporting the imaging system into the operating room (or). There was no reported impact on patient outcome. No additional information was provided.